Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty camera cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue was confirmed; an error code 224 appeared and the camera buttons had no functionality, caused by a fault within the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that while preparing the device for use, the scope on their 4k camera head was faulty. The procedure was completed using a different device. There were no reports of patient or user harm associated with this event.